Event description:
It was reported that during equipment testing conducted at the user facility that the trigger was sticking. It was confirmed in equipment testing conducted by a manufacturer field service technician that the sticky trigger was causing the device to have run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility that the trigger was sticking. It was confirmed in equipment testing conducted by a manufacturer field service technician that the sticky trigger was causing the device to have run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.